Event description:
It was reported through (B)(4) study that a device related serious adverse event for pseudoarthrosis involving slim loc devices was reported on (B)(4) 2007. The subject underwent revision surgery at c6-7 and fusion at c4-5 (adjacent level). Subject was part of a (B)(4) clinical study and withdrew consent. Therefore, no additional information was obtained. See mfg medwatch report no. 1526439-2013-22932 for the second slim loc anterior cervical plate system device that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Eval summary: not available.

Manufacturer narrative:
Investigation update: the implant was not returned for evaluation. The device lot number is not known as it was not returned and therefore a review of the device history record (DHR) cannot be conducted. There was no failure of the implant to support the cervical spine. There was no mechanical failure of plate or screws and the screws did not pull out of the bone or back out of the plate. Therefore, without a product sample and no failure of the device, we are unable to confirm the reported issue or identify the root cause. This complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and product evaluated.